Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the glucometer. Elevated blood glucose was addressed with a manual injection. Customer reported using cartridge beyond labeling. Tandem technical support educated customer that cartridges filled with humalog insulin should be changed every 48 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.